Manufacturer narrative:
Patient age/date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: february 18, 2014. No non-conformacne reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2016 for an intramedullary (im) nailing of a distal 1/3 anterior black line stress fracture. While the surgeon was approximately half way through implanting the nail, the tip of the driving cap containing the threads broke off inside the insertion handle and the piece remains stuck in the device. It was reported as a clean break without fragments due to the containment within the insertion handle. There was no delay reported as the surgeon utilized the second ¿step¿ on the insertion handle to complete the procedure. The patient was implanted with a 10 x 420mm nail and two 5.0mm locking screws, one placed proximally and the other distally. The surgery was completed successfully and the patient was reported as stable. Concomitant device: 10 x 420mm intramedullary nail (part unknown, lot unknown, quantity 1), radiolucent insertion handle for expert nails/100mm (part 03.010.486, lot 8372816, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed on the subject device (driving cap/threaded, part # 03.010.523, lot # 8751021). The returned driving cap (03.010.523, 8751021) and insertion handle (03.010.486, 8372816) are used during nail implantation procedures for addressing femoral and tibial fractures and proper use and maintenance are addressed in technique guides. The returned insertion handle (03.010.486, 8372816) does not require investigation since it is considered concomitant due to not directly contributing to the complaint condition since the threaded region of the driving cap broke off into it, and there were no issues noted with the insertion handle which could have contributed to the event. The returned driving cap (03.010.523, 8751021) was confirmed to be broken at the threads. The broken piece is approximately 13.6mm in length. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The returned driving cap (03.010.523, 8751021) was manufactured on 18-feb-2014 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The acceptable hardness range on article 03.010.523 has been changed. This change is a corrective action to make sure the material hardness at the thread is sufficient. Additionally the hardness measuring point was changed so that a vickers hardness test can be performed on the part. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the complaint condition, however possible contributing factors include off axis striking of the driving cap and/or striking the driving cap without it being fully threaded into the insertion handle. Additionally a corrective action was taken to make sure the material hardness at the thread is sufficient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.